Event description:
This is report 2 of 4. It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event. On an unknown date, the patient began treatment with intraperitoneal (ip) vancomycin (1gm, every five days for three weeks) for peritonitis. The patient was discharged from the hospital after six days. The cause of peritonitis was unknown. At the time of this report, the patient was recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd896134, gd896209 and gd896407 there were no issues detected during manufacturing process. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).